Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips would not form properly and fell out of the jaw. Another device was opened to complete the case. There was no consequence to pt.